Event description:
It was reported that a female patient who underwent an unspecified breast surgery with mentor memorygel, 475cc silicone breast implant has experienced left-sided silent rupture postoperatively. As a result, patient underwent removal without replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 18, 2022, mentor became aware that the follow up (1) missed reporting some additional information. Manufacturer¿s reference number: (B)(4). Patient underwent bilateral replacements with 475cc mentor implant, bilateral lateral pocket adjustment with heat shrinking, bilateral medial capsulotomy.

Manufacturer narrative:
Device evaluation completed on may 06 , 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 475cc breast implant was found to have a tear on the posterior view extending to the anterior view measuring approximately 8.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).